Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was smoking from the tip of the instrument. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. Instrument tip was in contact with tissue when arcing occurred. There was no injury to the patient. Patient did not return to the hospital. Instrument available for return. Images and videos are not available.

Manufacturer narrative:
The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuing test on 3 out of 3 attempts. Common causes of the failure mode thermal damage exposed electrode instrument bipolar yaw pulley are attributed inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.